Event description:
Info received indicates the nurse call function on bed operates intermittently.

Manufacturer narrative:
The technician isolated the issue to the universal tv j-box. He replaced the universal tv j-box to repair the bed.